Manufacturer narrative:
Follow-up # 1 ¿ (11/14/2014). The patient¿s meter has been returned on 10/3/2014 and evaluated by lifescan product analysis on 11/4/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) germany alleging his one touch verio iq meter read inaccurately erratic. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on the afternoon of (B)(6) 2014. The patient reported blood glucose results of ¿187, 241 and 63 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. It is not known how the patient manages his diabetes or if changes were made to his usual management routine. About 3 minutes prior to the start of the alleged issue, the patient claimed he felt a symptom of sweating. The patient denied receiving medical treatment in response to his reported symptom. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca was not able to walk the patient through quality control testing. Replacement products were sent to the patient. Based on the information obtained at this time, there is no indication that the product caused or contributed to a serious injury. The patient¿s symptom started before the reported issue first occurred. There was no indication that the patient¿s symptom deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Follow-up # 2 ¿ (11/28/2014). The patient¿s test strips have been returned on 10/22/2014 and evaluated by lifescan product analysis on 11/17/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.